Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 51 mg/dl. Customer stated that the insulin pump had button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (esc and act) button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.